Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the settings on a certas plus valve was having unintended changes. Patient came into clinic and it was noticed that the setting of the certas plus valve was not the setting the surgeon thought they had initially programmed. The valve was reprogrammed without issue to the desired setting.

Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information.

Event description:
N/a.